Event description:
The patient had a history (hx) of a st. Jude pacemaker insertion 10 months ago. The patient had persistent complaints of recurrent hiccups and a 'tickle' in their throat. The patient was brought back to the or for an attempted replacement of the existing atrial lead, atrial lead extraction, placement of a new atrial lead using fluoroscopy and electrophysiological testing of the atrial lead.